Event description:
Situation: carboplatin found leaking in plastic bag background: pt here for c1d1 (cycle 1, day 1) treatment -last infusion after reaction to first medication. Assessment : rn pulled out carboplatin from plastic bag and noticed clear liquid in bag and on medication pharmacy confirmed leak was coming from tubing. Manufacturer response for IV tubing, continuflo solution set with duo-vent spike (per site reporter).